Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. A size 5 tibial component, 5x11 cs insert, and size 5 cr femoral component were revised to a size 4 ps femoral component, 4x16 ps insert, size 4 universal baseplate, and 12x50 stem. Reporting rep was not present for the procedure.

Manufacturer narrative:
An event regarding revision of a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device identification and return, pre and post operative xrays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. A size 5 tibial component, 5x11 cs insert, and size 5 cr femoral component were revised to a size 4 ps femoral component, 4x16 ps insert, size 4 universal baseplate, and 12x50 stem. Reporting rep was not present for the procedure.